Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager failed. The field service engineer (fse) tested the station in the hardware test application and found intermittent failures. To resolve the issue, the engineer replaced the interface board and the latch. After the replacement, the engineer tested the remote manager using the hardware test application, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.